Event description:
It was reported that during an implant attempt, there was placement difficulty with the pacing lead and it was unable to fixate. A different lead was implanted and remains in use. No patient complications have been reported as a result of this event.